Event description:
It was reported that prior to starting a da vinci assisted procedure, the clips would not release from the clip applier. The procedure was completed and there was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip clip test was performed and failed. The clip was not able to successfully clip onto the tubing during in-house testing. Failure analysis found the clip applier instrument with a severely bent grip tip. The damage was found at the tip of the clip groove, causing a 0.024" offset at the tips. The bent grip is likely the cause of the failed clip test. This type of failure is typically associated with mishandling, such as applying excessive force to the grips during clip installation.